Event description:
It was reported that the ilet indicated an insulin occlusion after a lunch announcement with blood glucose at 383 mg/dl; the user had not dismissed the alert and was guided to resume insulin delivery, observed drops, reconnected, and was advised to change the infusion site if the alert did not recur, with subsequent confirmation from the patient¿s spouse of a downward trend to 299 mg/dl and no further occlusion alerts. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported issue characterized as lack of effect, and device component details were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.